Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a lacked of coverage. It was also mentioned that the patients lead was curled under and crooked. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.